Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. There was no reported impact to blood glucose. Tandem technical support reviewed the cartridge filling process with the customer.